Event description:
Procedure: sleeve gastrectomy. According to the reporter: battery - not maintaining charge. Will sit in charger, sometimes works but sometimes doesn't. It has charged without difficulty and has shown a full charge in each case. Adapter - not recognizing reload. Not opening up. Not allowing reload to come off. Handle - sometimes handle doesn't recognize reload. Open button doesn't work. Devices are used in multiple procedures, sometimes they work and sometimes they don't work. The jaws would open without a problem in all but one case. In that case, the handle showed there was a problem with the shaft and would not allow the reload to open after removing it from the patient. We switched to the manual stapler. In the other cases, the jaws would open and close without delay. In one case, the stapler would not open at the back table. The stapler had just fired a black tri-staple load, opened off the tissue, closed again to remove from the body and then would not open to allow the staple cartridge to be removed. The lights were flashing showing a problem with the shaft. The most common problem we have had has simply delayed cases. When the stapler is placed into the abdomen, it will position without issue (articulate, rotate, open/close). Once the stapler is positioned, intermittently and without obvious consistent cause, the stapler will not fire. The green button is pushed and nothing will happen. If the stapler is opened and then closed again, then the stapler will fire. No consistent factors have been present. It can occur at anytime during the procedure. It will happen with one load and then not happen for the next two. All of the surgeries were sleeve gastrectomies. No harm came to the patients in any way from the stapler, they just required extra time. I am unsure of which cases we specifically had problems. The patients did well and are all on the post-bariatric surgery pathway. Here was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one handle, one adapter, and one battery pack. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led again did not start flashing as intended, indicating that the software still did not recognize the presence of a reload. The returned handle was then tested with a pmv adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended indicating that the software recognized the presence of the reload. The jaws were able to close and open repeatedly without difficulty and the device was loaded and unloaded multiple times without any issues. The returned handle was able to be fired without difficulty when using a pmv adapter. Engineering evaluated the returned battery pack and no damage was identified. The battery was interrogated and was not found to be severely depleted. The battery was placed on a functional charger and the charger illuminated yellow, indicating that the battery was receiving a charge. When the charger illuminated green the battery was removed and interrogated again. The battery was able to accept a charge. The battery was then stored with no external load and reevaluated and no gross leak of charge was observed. The battery was found to perform as expected. A review of the device history records for the handle and the adapter indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The switch used in this adapter is not sealed allowing potential contaminants to render the switch non-functional. Current production utilizes a sealed switch configuration.

Manufacturer narrative:
(B)(4) refer to the same handle.